Event description:
A healthcare professional reported that a patient experienced endophthalmitis secondary to cataract surgery. The patient was making a full recovery. Additional information has been requested but not received to date. This is one of six medical device reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable becomes available. Additional information has been requested but not received to date. (B)(4).